Event description:
It was reported by the customer that while removing the spring wire guide (swg) from the catheter, the user found it to be difficult. Therefore, the catheter and swg were removed simultaneously. It appeared the swg had several broken "filaments" and also became stretched and fragile. The pt underwent a chest x-ray, and the radiologist confirmed there was no evidence of fragments left in the pt. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.